Event description:
Information was received from the patient (pt) regarding a trial external neurostimulator (ens). The reason for the call was the patient reported that last night, after they got home from the hcp's office, they were trying to get out of the recliner chair, they felt a strong tug on the wires (referring to the lead), and they felt a localized pain on the wire, and added that it's sore on the left side. Agent redirected them to the hcp to have the device checked, but the patient keep on insisting to just have it checked by adjusting the therapy setting, stating that if they felt the stimulation on the right spot, then the "wires" probably is just fine. Patient mentioned that they were supposed to increase the stimulation on the right side, which they were able to do last night, and they felt the sensation on the right spot, but what they are worried was the left side, because there's where they feel like the lead got dislodged. Patient wanted to shift therapy on the left side to check if they would feel the stimulation, but they added that they were specifically told by the hcp to not shift sides. Agent reviewed that patient and technical services (pats) can walk them through with the adjustments, but still redirected them to the hcp to further address the issue. Patient then agreed to just contact their hcp. Agent documented reported events.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, serial# unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.